Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing with no pacing inhibition. The lead was subsequently abandoned surgically and replaced. No additional adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.